Event description:
The pt was having an angiographic procedure in radiology/vascular area. (Aortogram with run-offs). The top of the angiographic catheter spontaneously separated from the device. Attempts were made to retrieve the fragment from the profunda-femoris artery using a snare device. Attempts were unsuccessful and the pt was taken to surgery to remove the fragment.